Event description:
On the initial report received by aso on (B)(6) 2026, the consumer reported observing "black mold" appearing on the bandage during use. On the same day, an additional email was received from the consumer stating that the product had been returned to the store. The consumer indicated that the bandage had been applied to a surgical wound and that the product had been recommended by her surgeon. As a precautionary measure related to the consumer's reported observation, the physician prescribed antibiotics.

Manufacturer narrative:
As of 05/18/2026, the returned/retained product was inspected, and no mold-related defects in the bandages were noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.